Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: returned product consisted of a taxus liberte stent delivery system (sds) with stent and no original packaging or other devices. There was contrast and blood under the balloon folds and between the stent struts. The balloon was tightly folded with the stent secured on the balloon. The first two rows of struts on the proximal end of the stent were bent, flared and overlapping. The hypotube was kinked 14.5 cm form the strain relief. There were multiple shaft kinks and the distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure,difficulty crossing the lesion occurred. Vascular access was obtained via the femoral artery. The 30mm in length, de novo, concentric, target lesion was located in the moderately calcified, moderately tortuous and 2.5mm in diameter left anterior descending artery. The lesion contained a <= 45 degrees bend. The lesion was predilated with a non- bsc balloon catheter. A 32 x 2.50mm taxus liberté stent was used and advanced, however the device was not able to cross the target lesion. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable. However, device analysis revealed stent damage.